Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and lumbar radiculopathy. It was reported the patient met with a manufacturer's representative (rep) a couple months ago who told him his implantable neurostimulator (ins) was working but the battery was getting low and would not work for very long and now the ins was not working at all. The patient had an appointment with his healthcare provider (hcp) on (B)(6) 2016 and wanted to arrange to have a rep meet him there. The patient was living with immense pain and had ever since he got his implant. The implant never did work and never did get rid of the pain. It was noted that the patient took various pain medications as needed. The patient's therapy was not working as expected. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that their device never helped with their lower back problem and their healthcare provider (hcp) wanted to do an MRI to see where the problem was. It was reported that the patient never had any relief from their device and it never helped with their backache. The patient stated that they were feeling stimulation. It was noted that this had been an issue since the patient was implanted on (B)(6) 2010.